Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. Technical services (ts) analyzed device episode data and provided x-rays and determined that this was due to migration of the electrode tip underneath the patient's pectoral muscle. A repositioning procedure was performed successfully. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.